Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the event of the device at the MFR¿s service center, damage to the ac inlet connector was observed. The device¿s ac inlet connector was replaced to address the issue.